Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 353 mg/dl. The customer treated with manual injections. The customer stated that the set became unglued and he put a new set together. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer will be sent a replacement pump. The customer will return the pump for analysis.